Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined. The controller event log file contained events from 14mar2025 through 17mar2025. Continuous and transient low flow hazard alarms were captured, which some were associated with elevated puisatility index (pi) values. A driveline disconnect alarm was captured, consistent with the removal of device support following the patient's death. The pump operated at the set speed throughout the entirety of the log file while the driveline was connected. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that the patient expired due to complications of hypertensive and atherosclerotic cardiovascular disease. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed, and the pump was not explanted for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pi. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions, such as hypertension, can result in low flow. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from complications of hypertensive and atherosclerotic cardiovascular disease. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed, the pump was not explanted. Log files were submitted for analysis. The event log captured low flow alarms on (B)(6) 2025 from 04:26 until 05:18. Power cable disconnect alarms were also noted starting at 04:50 to 04:51. The driveline was then disconnected at 05:18. There was no pump interruption during these events as the system controller¿s emergency backup battery functioned as intended. The alarms resolved upon connecting to the power module. There were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
Section e1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.